Manufacturer narrative:
Analysis of the recharger c0351410 found evidence of broken connector pins. Fdc code applies to the implantable neurostimulator. Fdc code applies to the recharger. Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient tried to charge his ins he unplugged the desktop charger cord from the recharger, and the connector pin came off. The patient stated the recharger didn¿t charge like he thought it was and the recharger battery kept draining so the patient was unable to charge the ins, and as result the ins depleted and the patient was in pain. The patient stated he has non-stop pain, and the stimulation helps the pain, but he still has non-stop pain all the time. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and radicular pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.